Event description:
It was reported that the patient came in to the ER with complaints of "choking" feeling that woke them and interrogation revealed elevated sensing integrity counts (sic). Reprogramming was conducted and the lead is still in use; no further sic was noted on office follow up. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was ventricular short interval count (v-sic) of 63.7 count average per day 4.13 days, between (B)(6) 2012 and (B)(6) 2012.